Event description:
It was reported that, no patient was affected. Lag screw handle is bent and will not hold the lag screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.